Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1139, awareness date 01-oct-2015). It refers to female consumer on unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2011. Hsg (hysterosalpingogram) was performed in (B)(6) 2012 and consumer was told she was 100% blocked. In (B)(6) 2013 she found out she was pregnant. On an unspecified date she miscarried and had a d&c (dilatation and curettage). She had her tubes tied, experienced bleeding between periods and finally in (B)(6) 2014 she had a hysterectomy to remove essure. Ptc investigation result received on 17-oct-2015. (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) and lack of efficacy is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events or lack of efficacy and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she became pregnant one year after confirmation by hysterosalpingogram that tubes were blocked. She miscarried and had a dilation and curettage. She had her tubes tied. She experienced bleeding between periods (interpreted as metrorrhagia) and finally had a hysterectomy to remove essure coils. The pregnancy with essure, metrorrhagia and miscarriage are serious due to their medical importance. The pregnancy and metrorrhagia are listed events while the miscarriage is unlisted in the reference safety information for essure. In this particular case, it was not informed if essure inserts were correctly placed but it was stated that tubes were completely blocked. In this case, since the pregnancy occurred more than a year after essure insertion a misinterpretation of the hsg might have occurred. Therefore, essure contraceptive failure cannot be totally excluded and all reported events were considered as related to the suspect insert. In contrast, although gestational age has not been provided, spontaneous abortions occur mostly during the first 12 weeks of pregnancy and the vast majority of these cases are due to chromosome abnormalities or gross morphological malformations, so the miscarriage is considered as unrelated to essure. Given the compatible temporal relationship and lack of alternative explanation, a causal relationship between the metrorrhagia and essure inserts cannot be excluded. This case is regarded as incident since a device removal was required. Based on the available information, there is no relationship between the reported medical events or lack of efficacy and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.